Event description:
Customer's daughter-in-law reported blood glucose results of 409 mg/dl, 206 mg/dl, 137 mg/dl, and 162 mg/dl within 10 minutes on the advantage system. Caller reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.